Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed low r-wave amplitude. The s-ICD system remains in service. No adverse patient effects were reported.

Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to t-wave oversensing. Technical services (ts) was contacted, and ts discussed low r-wave amplitude. The s-ICD system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.